Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side hematoma, rupture, asymmetry, "significant wrinkling that does not regain shape" and capsular contracture, baker grade ii. Device has been explanted.